Manufacturer narrative:
Concomitant medical product: 5076 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to shocks received. Upon interrogation, the patient's right ventricular (rv) lead had occasional undersensed ventricular beats, and several non-sustained ventricular tachycardia and high rate non-sustained episodes. The patient's device was working as programmed and shocks received were considered appropriate. The lead is still in use. No patient complications have been reported as a result of this event.